Event description:
During withdrawal of blood sample, was noted to have air in line. Upon further inspection, a crack was noticed at the stopcock. Fluids off to baby and stopcock changed. No air reached patient and otherwise stable vitals. Umbilical line tray. Disposable equipment thrown away before notification to non-operative management. No harm to patient.